Event description:
A patient reported experiencing inaccurate erratic results with a ft meter. The patient's blood glucose results were 76 mg/dl, 255 mg/dl. Tests were done within < 10 minutes with a difference of 96%. Patient did not experience any adverse events. No further information has been reported.